Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix in a retracted position and there was blood noted in the helix housing. Microscopic inspections of the electrode tip and helix were performed and they appeared to be intact and undamaged. Resistance testing was completed to assess the electrical performance and the measurements throughout these tests were within normal limits. An x-ray was performed and no anomalies were found. Laboratory analysis did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of dislodgement and perforation. Analysis was also unable to conclusively determine the root cause of the reported helix extension/retraction problems. Blood and tissue on the helix is one of many factors that can contribute to helix extension/retraction difficulties.

Event description:
Boston scientific received information that this patient was hospitalized complaining of chest pain. Testing revealed that there was no capture on the right ventricular (rv) lead at maximum outputs. An x-ray was taken and confirmed that the rv lead had dislodged. The physician was also concerned that the dislodged lead might have semi-perforated the heart wall. A revision was performed and the physician attempted to reposition the rv lead; however, the helix was not operating. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received that an echocardiogram was performed and there was no visible evidence of a perforation.